Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation : other'), device breakage ('device breakage/ essure came out in several pieces'), embedded device ('very small fragment left in the uterine wall'), abortion spontaneous ('miscarriage') and pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)') in an adult female patient who had essure (batch no. A36522) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undervent essure confirmation test" and device ineffective "device ineffective". The patient's medical history included multigravida, parity 4 (((B)(6) 1998, (B)(6) 2005, (B)(6) 2007, (B)(6) 2012)) and pregnancy with contraceptive device. Previously administered products included for contraception: iud. Concurrent conditions included gerd, insomnia and hiatal hernia. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pelvic pain ("pelvic pain female/ pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)/ dysmenorrhea (cramping)"), hypersensitivity ("allergy"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding(menorrhagia)"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), flank pain ("left side pain"), anxiety ("psychological injuries/ psychological or psychiatric problems condition: anxiety"), migraine ("migraine/ migraines / headaches"), hirsutism ("hormonal changes/ hormonal changes describe: hair grown on face"), nausea ("nausea/ nausea"), fatigue ("fatigue/ fatigue"), gastrointestinal disorder ("gastrointestinal conditions"), urticaria ("hives/ rashes or skin conditions type: hives/ allergic or hypersensitivity reaction type: hives"), bacterial vaginosis ("infection (bladder/urinary tract/vaginal) type: bacterial vaginosis") and tooth disorder ("dental problems"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight decreased ("weight loss/ weight loss"). The patient was treated with surgery (unilateral salpingectomy and removal of essure coil). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, device breakage, embedded device, abortion spontaneous, pregnancy with contraceptive device, hypersensitivity, vaginal haemorrhage, vaginal infection, vaginal discharge, flank pain, anxiety, migraine, hirsutism, weight decreased, nausea, gastrointestinal disorder, bacterial vaginosis and tooth disorder outcome was unknown and the pelvic pain, abdominal pain, back pain, dyspareunia, dysmenorrhoea, heavy menstrual bleeding and urticaria had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, back pain, bacterial vaginosis, device breakage, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, flank pain, gastrointestinal disorder, heavy menstrual bleeding, hirsutism, hypersensitivity, migraine, nausea, pelvic pain, pregnancy with contraceptive device, tooth disorder, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: insertion details- left 3 coils it was reported that, plaintiff got pregnant 6 months after essure removal and miscarried a 17 week fetus discrepancy noted in date of insertion : (B)(6) 2014, (B)(6) 2013, (B)(6) 2013. Patient received treatment for- pelvic pain, abdominal, back, dyspareunia, dysmenorrhea, menorrhagia, allergy, breakage, vaginal infection, psych injury, uterine perforation, migraine, hormonal changes, headaches, weight loss, nausea, fatigue, gi conditions and hives. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 136.054 kgs. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: bacterial vaginosis, menorrhagia, lot number: a36522 manufacture date: 2012-08 expiration date: 2015-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jun-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation : other'), device breakage ('device breakage/ essure came out in several pieces'), embedded device ('very small fragment left in the uterine wall'), abortion spontaneous ('miscarriage') and pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)') in an adult female patient who had essure (batch no. A36522) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undervent essure confirmation test" and device ineffective "device ineffective". The patient's medical history included multigravida, parity 4 (((B)(6) 1998, (B)(6) 2005, (B)(6) 2007, (B)(6) 2012)) and pregnancy with contraceptive device. Previously administered products included for contraception: iud. Concurrent conditions included gerd, insomnia and hiatal hernia. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pelvic pain ("pelvic pain female/ pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)/ dysmenorrhea (cramping)"), hypersensitivity ("allergy"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding(menorrhagia)"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), flank pain ("left side pain"), anxiety ("psychological injuries/ psychological or psychiatric problems condition: anxiety"), migraine ("migraine/ migraines / headaches"), hirsutism ("hormonal changes/ hormonal changes describe: hair grown on face"), nausea ("nausea/ nausea"), fatigue ("fatigue/ fatigue"), gastrointestinal disorder ("gastrointestinal conditions"), urticaria ("hives/ rashes or skin conditions type: hives/ allergic or hypersensitivity reaction type: hives"), bacterial vaginosis ("infection (bladder/urinary tract/vaginal) type: bacterial vaginosis") and tooth disorder ("dental problems"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight decreased ("weight loss/ weight loss"). The patient was treated with surgery (unilateral salpingectomy and removal of essure coil). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, device breakage, embedded device, abortion spontaneous, pregnancy with contraceptive device, hypersensitivity, vaginal haemorrhage, vaginal infection, vaginal discharge, flank pain, anxiety, migraine, hirsutism, weight decreased, nausea, gastrointestinal disorder, bacterial vaginosis and tooth disorder outcome was unknown and the pelvic pain, abdominal pain, back pain, dyspareunia, dysmenorrhoea, heavy menstrual bleeding and urticaria had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, back pain, bacterial vaginosis, device breakage, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, flank pain, gastrointestinal disorder, heavy menstrual bleeding, hirsutism, hypersensitivity, migraine, nausea, pelvic pain, pregnancy with contraceptive device, tooth disorder, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: insertion details- left 3 coils it was reported that, plaintiff got pregnant 6 months after essure removal and miscarried a 17 week fetus discrepancy noted in date of insertion : (B)(6) 2014, (B)(6) 2013, (B)(6) 2013 patient received treatment for- pelvic pain, abdominal, back, dyspareunia, dysmenorrhea, menorrhagia, allergy, breakage, vaginal infection, psych injury, uterine perforation, migraine, hormonal changes, headaches, weight loss, nausea, fatigue, gi conditions and hives. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 136.054 kgs. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: bacterial vaginosis, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-may-2021: mr received-lot number were added. New reporter, insertion details were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation : other') and device breakage ('device breakage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("allergy"), psychological trauma ("psychological injuries"), vaginal infection ("vaginal infection"), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal conditions") and urticaria ("hives") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). The patient was treated with surgery (unilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, device breakage, hypersensitivity, psychological trauma, vaginal infection, migraine, hormone level abnormal, headache, weight decreased, nausea and gastrointestinal disorder outcome was unknown and the pelvic pain, abdominal pain, back pain, dyspareunia, dysmenorrhoea, menorrhagia and urticaria had resolved. The reporter considered abdominal pain, back pain, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, gastrointestinal disorder, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, urticaria, vaginal infection and weight decreased to be related to essure. The reporter commented: patient received treatment for- pelvic pain, abdominal, back, dyspareunia, dysmenorrhea, menorrhagia, allergy, breakage, vaginal infection, psych injury, uterine perforation, migraine, hormonal changes, headaches, weight loss, nausea, fatigue, gi conditions and hives. Previously reported essure insertion date : (B)(6) 2014 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: other') and device breakage ('device breakage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undervent essure confirmation test". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("allergy"), psychological trauma ("psychological injuries"), vaginal infection ("vaginal infection"), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal conditions") and urticaria ("hives") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). The patient was treated with surgery (unilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, device breakage, hypersensitivity, psychological trauma, vaginal infection, migraine, hormone level abnormal, headache, weight decreased, nausea and gastrointestinal disorder outcome was unknown and the pelvic pain, abdominal pain, back pain, dyspareunia, dysmenorrhoea, menorrhagia and urticaria had resolved. The reporter considered abdominal pain, back pain, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, gastrointestinal disorder, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, urticaria, vaginal infection and weight decreased to be related to essure. The reporter commented: patient received treatment for- pelvic pain, abdominal, back, dyspareunia, dysmenorrhea, menorrhagia, allergy, breakage, vaginal infection, psych injury, uterine perforation, migraine, hormonal changes, headaches, weight loss, nausea, fatigue, gi conditions and hives. Previously reported essure insertion date: (B)(6) 2014. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received- event "injury to herself" updated to perforation : other", events-"device breakage, pelvic pain female, abdominal pain, back pain, dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), allergy, psychological injuries, vaginal infection, migraine, hormonal changes, headaches, weight loss, nausea, fatigue, gi conditions, hives and she did not underwent essure confirmation test", patient demography, reporter added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: other'), device breakage ('device breakage/ essure came out in several pieces'), embedded device ('very small fragment left in the uterine wall'), abortion spontaneous ('miscarriage') and pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undervent essure confirmation test" and device ineffective "device ineffective". The patient's medical history included multigravida, parity 4 (((B)(6) 1998, (B)(6) 2005, (B)(6) 2007, (B)(6) 2012)) and pregnancy with contraceptive device. Previously administered products included for contraception: iud. Concurrent conditions included gerd, insomnia and hiatal hernia. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pelvic pain ("pelvic pain female/ pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)/ dysmenorrhea (cramping)"), hypersensitivity ("allergy"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding(menorrhagia)"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), flank pain ("left side pain"), anxiety ("psychological injuries/ psychological or psychiatric problems condition: anxiety"), migraine ("migraine/ migraines / headaches"), hirsutism ("hormonal changes/ hormonal changes describe: hair grown on face"), nausea ("nausea/ nausea"), fatigue ("fatigue/ fatigue"), gastrointestinal disorder ("gastrointestinal conditions"), urticaria ("hives/ rashes or skin conditions type: hives/ allergic or hypersensitivity reaction type: hives"), bacterial vaginosis ("infection (bladder/urinary tract/vaginal) type: bacterial vaginosis") and tooth disorder ("dental problems"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight decreased ("weight loss/ weight loss"). The patient was treated with surgery (unilateral salpingectomy and removal of essure coil). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, device breakage, embedded device, abortion spontaneous, pregnancy with contraceptive device, hypersensitivity, vaginal haemorrhage, vaginal infection, vaginal discharge, flank pain, anxiety, migraine, hirsutism, weight decreased, nausea, gastrointestinal disorder, bacterial vaginosis and tooth disorder outcome was unknown and the pelvic pain, abdominal pain, back pain, dyspareunia, dysmenorrhoea, menorrhagia and urticaria had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, back pain, bacterial vaginosis, device breakage, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, flank pain, gastrointestinal disorder, hirsutism, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, tooth disorder, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: it was reported that, plaintiff got pregnant 6 months after essure removal and miscarried a 17 week fetus. Previously reported essure insertion date: (B)(6) 2014. Patient received treatment for- pelvic pain, abdominal, back, dyspareunia, dysmenorrhea, menorrhagia, allergy, breakage, vaginal infection, psych injury, uterine perforation, migraine, hormonal changes, headaches, weight loss, nausea, fatigue, gi conditions and hives. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 136.054 kgs. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: bacterial vaginosis, menorrhagia, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-sep-2019: plaintiff fact sheet received. Events per pfs: pregnancy (stillbirth or miscarriage), miscarriage, very small fragment left in the uterine wall, abnormal bleeding(vaginal), infection (bladder/urinary tract/vaginal) type: bacterial vaginosis, dental problems, vaginal discharge and left side pain. Event of headache clubbed with migraine. Medical history, concurrent condition were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.